Manufacturer narrative:
(B)(4). D10: medical product: femoral component option for cemented use only size e left: catalog#00576401551, lot#63091372; articular surface size ef 10 mm height "use with plate 3: catalog#00596403210, lot#63054131; palacos r+g 2x40: catalog#66017569, lot#81594440. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately six (6) years and six (6) months post-implantation, the patient began to experience pain, noise, discomfort, and instability. Diagnostic images showed migration and loosening of the tibial tray. A subsequent revision surgery was performed to replace the affected component. All available information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a4; a6; b4; b5; b7; e1; g3; h2; h6; h11. Additional information has prompted a review of the previously reported investigation results. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Operative notes provided and reviewed state that the patient underwent a left total knee arthroplasty. Following the procedure, the patient experienced pain, instability, and tibial loosening, leading to a revision surgery. During the revision, failure at the postero-medial interface between the implant cement and bone was identified. Post-revision follow-ups indicated satisfactory healing and restored mobility without assistive devices. A legal claim attributes the revision to pain, discomfort, and instability caused by the initial implant failure. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records provided and reviewed state that the patient underwent a left total knee arthroplasty. Following the procedure, the patient experienced tibial pain, clicks, clunks, swelling, and difficulties with daily living. Clinical findings noted that the tibial component moved antero-laterally and there was failure at the postero-medial interface between the implant cement and bone. A diagnosis of aseptic tibial loosening was confirmed during arthroscopy. At revision, loose tibia confirmed, and the femoral and tibial components were removed. No intraoperative complications were noted. By follow-up, the patient was happy with the revision surgery, mobilizing without the use of a walking aid, and had no concerns at this time. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.